Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9344422, medical device expiration date: 2024-12-31 , device manufacture date: 2019-12-10. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd plastipak¿ 20ml syringe luer slips experienced difficult plunger movement during use. The following information was provided by the initial reporter: customer got in contact to report the difficulty she found to handle the syringe, because it was too hard to apply the medication into the patient. Customer reports that there was another event where it occurred something similar with a previous box, but it wasn't so hard as this one

Event description:
It was reported that an unspecified number of bd plastipak¿ 20ml syringe luer slips experienced difficult plunger movement during use. The following information was provided by the initial reporter: customer got in contact to report the difficulty she found to handle the syringe, because it was too hard to apply the medication into the patient. Customer reports that there was another event where it occurred something similar with a previous box, but it wasn't so hard as this one.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation were found for this batch. No samples of reported incident were received to analysis. The images received cannot support the failure mode evaluation. In addition, 4 retention samples were evaluated for the complaint lot where the parts were subjected to the movement force test and no non-conformities were observed. The manufacturing process are validated with defined acceptance criteria. From theis information it is not possible confirm the complaint. H3 other text : see h.10